Event description:
Event description cpi received information that this bipolar lead was an attempted implant. During the implant procedure the helix broke off and remains in the patient's myocardium. In addition, the mannitol capsule dissolved after 30 seconds.